Event description:
It was reported that during a coronary angioplasty stenting treatment procedure, stent damage occurred. The promus element 3.0x8mm was unable to cross the lesion and while the physician was trying to do so the struts on the distal part of the stent were lifted. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during a coronary angioplasty stenting treatment procedure stent damage occurred. The promus element 3.0x8mm was unable to cross the lesion and while the physician was trying to do so the struts on the distal part of the stent were lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned unit noted that the stent delivery system was returned without the crimped stent. Microscopic examination of the returned balloon found that the profile of the balloon had significant pillowing, indicating the original presence of a crimped stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).